Manufacturer narrative:
The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, it was indicated that they were unable to cross the septum with the delivery system/crimped valve due to the patient¿s anatomy. It appears that due to the patient¿s anatomy, the angle of the delivery system was not completely aligned with the sheath, causing the difficulties removing the devices from the patient and the injury to the access site. There was no allegation or indication that the event was related to a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Additional information was received, the patient expired the following weekend of the case due to furthering medical problems.

Manufacturer narrative:
(B)(4).

Event description:
During an alternative access, off label native mitral transcatheter valve procedure, a vascular injury occurred. Venous access obtained via the inferior jugular (ij) with the 24 fr ascendra sheath. They were unable to cross the septum with the ascendra+ delivery system due to the anatomy and it was decided to remove the system. When removing the devices, the xt valve was not able to be withdrawn into the sheath. They pulled back the devices as a unit and got the sheath out, but the xt valve/delivery system got stuck in the tissue at the ij access site. They advanced the 23 mm xt valve down the inferior vena cava to try to snare the valve through a bigger sheath. A 26 fr ascendra sheath was then inserted in the femoral vein and they tried to snare the 23 mm xt valve into it, but were unsuccessful. They pulled back the valve up to the superior vena cava and then to the ij. They did a cutdown and at the point of access and removed the valve. After removing the valve a 2nd 24fr asc sheath (new) was inserted into the access site to plug the hole while they were closing the vessel. There was bleeding from the access site while the sheath was being removed; they slowly downsized the sheaths to close the area. The patient was transfused. The case was aborted. The devices were discarded. At the time of the report, the patient was in stable condition.